Manufacturer narrative:
After extensive troubleshooting and testing, the hill-rom technician found the cable that connects to the p3 connector on the sidecom board was not connected. The account had a third party repair company work on the bed prior to hill-rom. It appears the third party repair company may have disconnected the cable because the bed places a continuous nurse call when the cable is connected and the ac power is removed from the bed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician is checking if the correct scale board is installed on the bed and is calibrating the scale. The bed is being moved to a hill-rom service center for additional testing. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed will not place a nurse call. The bed was located in the bed shop at the account and not in use. There was no patient/user injury reported. (B)(4).